Event description:
The device "snap-lock fitting was not able to be connected with the main body normally. Even though without the tube, it was difficult to connect. That was found prior to implantation, then the physician used another one".

Manufacturer narrative:
The device was returned to the MFR and has been analyzed with the following results: microscopic examination of the polysulfone plastic material surfaces of the device body and snap-lock connector fitting did not reveal any defects or anomalies. The polysulfone device snap-lock connector fitting was tested for "fit" to the device body with and without the silicone device catheter. The device snap-lock connector snapped into place easily, with normal resistance felt, to the device body with and without the device catheter. No other defects or anomalies were found. A review of the device history records was performed on this catalog/lot number and no manufacturing variances were identified in relation to this event. In addition, a trend analysis was performed on similar reports involving this catalog/lot number and no trends have been identified. In conclusion, the MFR's analysis of the returned device did not confirm the md's report that "the snap-lock fitting was not able to be connected with the main body normally-even though without the tube, it was difficult to connect." The device performed as intended during the MFR's analysis. The cause of this event appears to be incorrect user technique/method. No further details are available. The MFR is now closing its file on this report.